Manufacturer narrative:
Material #: 368650 lot/batch #: 2286047 bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to needle breaks as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle breaks. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported by the customer that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder snapped in half, verbatim: per customer, on engaging the safety, the needle snapped in half and went flying in the room.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder snapped in half, verbatim: per customer, on engaging the safety, the needle snapped in half and went flying in the room.